Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit received with cracked reservoir tube lip, battery tube threads, case at the display window corners, belt clip slot, minor scratched display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Leading up to the alarm, the customer was packing up her room as she was moving. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.